Event description:
It was identified during bench testing that themx40 patient wearable monitor device did not produce sound. The device was not in use on a patient at the time of the event, there was no patient involvement. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound due to a defective speaker. The customer was previously provided a replacement device to resolve the issue.

Manufacturer narrative:
Data correction to device identifier.

Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required.